Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Clotting of the extracorpeal circuit occurred toward the end of two routine hemodialysis treatments. Rinseback was not performed resulting in an estimated blood loss of 190cc for each treatment. The pt has a history of clotting during hemodialysis treatments. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed clotting of the extracorporeal blood circuit and the blood loss to inadequate heparinization. Due to other medical conditions, the pt's heparin dose will not be increased at this time. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Give and monitor anticoagulants as your center instructs. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.